Manufacturer narrative:
(B)(4). A visual examination of the device found the thumb ring to be cracked. The coil and wire basket assemblies were cut off from the heat shrink and the distal portions were not returned for analysis. The distal end of the heat shrink presented score marks. Following a detailed device analysis, the condition of the returned device could not be functionally evaluated with respect to basket won't open due to the condition of the returned device. Because the device had been separated by the user and the basket portion was not returned for analysis, the root cause classification for this event is undeterminable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noted that the basket would not open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; handle thumb ring cracked/broken.

Manufacturer narrative:
A visual examination of the device found the thumb ring to be cracked. The coil and wire basket assemblies were cut off from the heat shrink and the distal portions were not returned for analysis. The distal end of the heat shrink presented score marks. A functional analysis could not be performed with respect to basket won't open due to the condition of the returned device. The evaluation of the thumb ring concluded that the damage was most likely caused by force not being properly distributed throughout the device during use. The cracked thumb ring is likely due to procedural factors. Therefore, the most probable root cause classification for this failure is operational context.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noted that the basket would not open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; handle thumb ring cracked/broken.